Event description:
The facility reported a surgeon was placing a foley catheter into a child when bleeding occurred. When removed, the surgeon found that the guidewire had allegedly penetrated the catheter and punctured the urethra. The facility stated this condition required a urology consult and a new catheter was placed. No add'l info is available at this time.

Manufacturer narrative:
H3: the device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval, or if add'l info becomes available.